Event description:
This lv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was dislodged. The following physician was dr. (B)(6) at(B)(6) services limited in elgin, il. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).